Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regt2030 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by a bd representative "wire got stuck on needle when it safety, and malfunctioned safety mechanism. This resulted in the needle not safetying, and hcp had to d/c device completely to safety."